Event description:
The customer reported "forbid using" of the heartstart xl + we are considering this to be an unspecified malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.